Manufacturer narrative:
The insulin pump has a noisy motor during testing due to faulty motor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported the motor on his insulin pump is not working. The device was alarming no delivery. Customer's blood glucose is 120 mg/dl. During a fixed prime, the motor did not complete the deliver and it was grinding. During rewind it sounds as if the motor is priming. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.